Manufacturer narrative:
Correction: upon further review of the complaint, it was noticed that at the time of the initial report, the investigation results were available in a duplicate complaint file, which was discovered at a later date after the serial number was provided. The investigation results were inadvertently not included on the initial or supplemental report. Therefore, the investigation results are being included in this supplemental report. Additional information: the product was received for evaluation. Additional information was received which reported that the facility reported a problem with the injector. The lens was successfully implanted. No further information was provided. The following sections have been updated accordingly: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 27, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint handpiece was received inside of the original folding carton. No intraocular lens (iol) was received as part of this return. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The cartridge tip and cartridge were damaged. The handpiece was disassembled and the assembly was inspected, no issues that could contribute to or cause the complaint issue could be identified. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section b3: date of event: unknown; requested but not provided. Section d6a: if implanted, give date: unknown, information was requested but not provided. Section d6b: if explanted, give date: not applicable, as there was no indication that the lens was explanted. Section d4: model number: the surgeon noted the issue was with preloaded eyhance iols, the exact model(s) is unknown. Section d4: serial number: unknown, information was requested but not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3-other (81): the device was not returned for evaluation, as it remains implanted, and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. A review of a video for this device will be performed. Should any further relevant information become available a supplemental medwatch will be filed. Additional information: a johnson & johnson sales representative has already being out to make sure the scrub technicians are prepping the inserters appropriately. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the preloaded intraocular lens (iol) looked to be smashed between the cartridge wall and the plunger, enough to keep the iol from emerging without considerable prying on the surgeons part. The haptic and iol weren¿t damaged enough to require explant. No further information was provided.

Manufacturer narrative:
Additional information/device evaluation: a customer provided video was received and evaluated by a subject matter expert (sme). The customer provided video displays the implantation of a lens claiming to be a dib00. It can be observed that both the leading and trailing haptic of the complaint lens were improperly folded. Additionally, it is apparent that the trailing haptic is trapped between the pushrod and cartridge tip. The lens was dislodged from the cartridge tip using a secondary surgical tool. From the video, the pushrod tip appears to engage the edge of lens further away from the haptic optic junction than typically observed. There appears to be a mark on the optic body of the lens. In addition, there may be a mark on the edge of the lens but is difficult to determine based off of the video provided. From the observations made, the lens does appear to be improperly folded. It is difficult to determine the root cause of this issue however without having the components of the handpiece used for delivery of the lens or knowing the technique used to advance the lens into the cartridge. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: through follow-up, it was learned that trailing haptic was already damaged from the way it was preloaded. However, the surgeon knew it would be ¿good enough¿ to implant in the left eye and the risk of explanting the lens was higher than keeping it implanted. The surgeon does not recall there being any optic damage, otherwise the lens would have had to be explanted. No medical or surgical interventions were required. There was no patient injury, however, since there was ¿a ton of force¿ on the main wound because of the difficult delivery of the lens, the patient does have more cornea edema at the main wound, and it will take longer to heal. The surgeon noted that there is no adverse event. No medication was required to treat the corneal edema (outside of the standard of care medications provided after surgery). The lens remains implanted. No further information was provided. The following sections have been updated based on the additional information received: section a2: date of birth: (B)(6), 1944, section a3: gender: male, section a4: patient's weight: 190 pounds, section a5: race: white, section d4: serial number: (B)(6), section d4: catalog number: dib00u0185, section d4: expiration date: apr 17, 2024, section d4: unique identifier (UDI) number: (B)(4), section h4: device manufacture date: apr 17, 2021. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of a video, the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: code 1791 - corneal edema. Correction: in reviewing initial MDR 3012236936-2023-00990, the following was noticed: the event was originally reported as only a reportable malfunction, however, based on the additional information received and the report of persistent corneal edema, the event has been changed to both a reportable malfunction and reportable serious injury. Section b3 date of event was incorrectly reported as sep 22, 2023 on the initial MDR, however the correct date of event is sep 12, 2022. Section d6a "if implanted, give date" was inadvertently not included on the initial MDR. The correct implant date is (B)(6), 2022. Section g3 date received by manufacturer was incorrectly reported as mar 28, 2023, however the correct date received by manufacturer is mar 27, 2023 for the initial MDR. Therefore, the above information is being captured in this supplemental MDR. The following sections have been updated/corrected accordingly: section b1: report type: adverse event, section b2: outcomes attributed to adverse event (check all that apply): other serious (important medical events), section h1: type of reportable event: serious injury, section b3 date of event: sep 12, 2022, section d6a. If implanted, give date: (B)(6), 2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.